Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly and no button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked on lcd window at bottom left side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a button error alarm. The blood glucose reading is 133 mg/dl. The insulin pump will be replaced. Nothing further reported.